Event description:
A blog article written by dr (B)(6) on (B)(6) 2011 from (B)(6) was received by merz in the (B)(4). A pt was injected with radiesse (v lift procedure) in (B)(6) 2011. The pt was very pleased with the results. The pt later requested treatment in the tear troughs, nlf and marionette lines. These areas were injected with restylane vital and restylane perlane in (B)(6) 2011. The pt also requested botulinum toxin in her forehead and peri-orbital area at the same time. The pt was very happy with the results until (B)(6) 2011 when she presented with slight swelling under the eyes that was treated with prednisolone for a week and the pt seem to have responded. Two weeks later the pt presented with much worse generalized facial swelling. Her whole face was red with hard lumps in her oral commissures where the hyaluronic acid was injected. The physician considered the possibility of infection and put her on penicillin v and flucloxacillin for two weeks and betamethasone 0.5mg tablets, starting dose 5mg and reducing by 0.5mg a day. This had settled the problem. Two weeks later the physician re-started the steroids as the pt had regained her swelling. She improved by the end of (B)(6) 2011, and all seemed to have settled. In (B)(6) 2011, she had another reoccurrence with a very swollen and stiff face. The physician re-started the steroids. The effect was short lived and the pt again had more swelling. But the next course of steroids did not effect the swelling by this time she was getting quite distressed and upset and reported facial hair secondary to the steroids. The pt then complained of weakness in legs, not being able to go up stairs. This made the pt upset. The physician started the pt on allopurinal 300mg tablets twice a day and minocyclin 50mg tablets twice a day as well as an anti-inflammatory, antihistamine and bromelain but no result. The swelling got worse and involved her chin and neck. A (B)(6) (prior to (B)(6) 2011 blog post) the physician injected kenalog into the pt's face which did not make much difference. The pt saw a gp who ran tests for the weakness - elevated white blood cell counts. The pt was prescribed oxymicillin for a week which did not do anything for her. Dr (B)(6) saw her this morning and injected hyalase. The pt is now suicidal and dr (B)(6) wrote that she is out of options and asked for advice on this blog website and provided her email address. Dr (B)(6) subsequently posted on (B)(6) 2011 that the pt is having autoimmune screen and awaiting the results now.